Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure expected or random component failure without any design or manufacturing issue. Degradation problem was identified, which problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited no adhesive (ke45) at forceps cover, and the objective lens had peeling on cement . There was no patient involvement.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope also exhibited a dent in the pink probe. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional result of the final investigation. The following reportable malfunctions was during the device evaluation: - minor dent at pink probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.